Manufacturer narrative:
The actual device was not available; however, a photograph of the sample and a video of the issue were provided for evaluation. Visual inspection on both the photograph and the video revealed a leak coming from the administration port. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered during compounding. There was no patient involvement. No additional information is available.